Event description:
The ventilator lasted only for 30 minutes on the internal batterty before it gave audible alarm for low battery status. Customer reported that it was not enough time for a caregiver to take appropriate action after low battery alarm till shutdown.